Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned product for eval as of the time of this report.

Event description:
Consumer has had stomach cramps and bleeding and was seen by her regular physician for these symptoms. She has had pain for 1 1/2-2 weeks. Today, she found a tampon telescope piece inside of her but was able to remove it. She is concerned that more plastic tampon pieces remain inside her. Last night was the last time she wore a tampon.